Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. The endoscopic image was displayed right after the subject device was connected to the video processor. Omsc duplicated the disappeared endoscopic image by leaving the power on for a while to heat the circuit board. After omsc replaced the circuit board with another one, the image issue was solved. Therefore, this phenomenon was likely attributed to a failure of the circuit board. Omsc surmised that the failure was caused by an accidental over-current in the circuit board. The device history record indicates that the subject device has been shipped in conformity to the specifications. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ltf-s190-10 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ltf-s190-10 to identify the root cause of this failure phenomenon upon receipt of it. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image was disappeared. The user replaced the subject ltf-s190-10 with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.